Event description:
It was reported that the customer received recurring motor error alarms. The customer's blood glucose was 117 mg/dl. Advised customer to revert to back-up plan per healthcare provider's instructions. Advised customer to contact sales representative for replacement insulin pump. Nothing further reported.

Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, broken belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.